Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the yankauer suction handle tips are breaking off while being used during surgery.

Manufacturer narrative:
There were no samples or pictures submitted with this complaint. The complaint shall be reopened if a sample is received. A sample analysis could not be performed as applicable samples were not returned for evaluation. The reported condition by the customer could not be confirmed. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition as described by the customer. The device history record (DHR) review indicated that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Without a sample, the root cause could not be determined. However, due to previous evaluation on samples reported with the similar condition, the potential root cause that could cause this incident is being evaluated. A walk through the process was done to determine a probable root cause. It appears that there was improvement needed for the manifold and cooling system. Actions taken to repair the equipment were: change manifold in tool (spare part manifold). Clean out probes and tips. Clean out of cooling lines. A production notification was issued to all personnel to ensure that they are aware of the condition reported by the customer. If information is provided in the future, a supplemental report will be issued.